Event description:
I have a medtronic synchromed pump. On or about the date listed above, I believe I either had a morphine pump stall or battery failure that caused me to go into extreme baclofen/morphine withdrawals and horrific uncontrollable pain. I went to the e.r and was hospitalized until stabilized. Since and during this event, I have lost twelve pounds, I have sinus allergies and some emotional issues. I also went seven days without any sleep at all. Dose: continuous. Route: it. Dates of use: 2007 - 2009. Diagnosis: chronic pain. Reflex sympathetic dystrophy. Event abated after use stopped or dose reduced?: yes.